Manufacturer narrative:
On 19-oct-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 12-oct-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Almost choked [choking sensation]. Brush became detached [device breakage]. Product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported spontaneously via e-mail on 17-aug-2017 that while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown, the brush of the oral-b power oral care refills precision clean became detached and she almost choked on it. The case outcome was recovered. No further information was provided. 13-aug-2017 received follow-up phone call with consumer: it was reported that the scratch test was negative, and the consumer agreed to send some brush heads in for further investigation. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation], brush became detached [device breakage]. Case description: a female consumer of unspecified age reported spontaneously via e-mail on 17-aug-2017 that while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown, the brush of the oral-b power oral care refills precision clean became detached and she almost choked on it. The case outcome was recovered. No further information was provided. On 13-aug-2017 received follow-up phone call with consumer: it was reported that the scratch test was negative, and the consumer agreed to send some brush heads in for further investigation. No further information was provided.